Event description:
It was reported to ge that the film bin drawer detached and struck the operator on the shin, causing a bruise. Apparently, the hinges failed which may have been the result of a collision. The unit was repaired and returned to service.